Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed as the returned tasp was fractured. Visual examination of the returned part exhibits signs of repeated use and has components disassembled / missing. The missing components were not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause was determined to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that worn instrument was return and found fractured and was missing ball bearings. Attempts to obtain additional information have been made; however, no more is available.